Event description:
The account generted a nonreactive architect anti-hbc result (s/co=0.72) on a pt who had previously tested anti-hbc positive. The sample was retested without centrifugation generating architect anti-hbc reactive results (s/co =9, 10). In addition, the same specimen generated repeatedly reactive hbsag results. No further pt info is available.